Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Follow up with customer is being conducted to know whether or not the product will be returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Air dermatome was losing air. This occurred during a check and there was no patient involved. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). On august 17, 2018 it was reported that the device was losing air when being used. The customer returned an air dermatome device, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the vdoc service portal. Product review of the air dermatome by medicrea on september 5, 2018 revealed that the device did not pass the entry calibration check. The motor was worn and corroded. The control bar did not conform to the input tests and the lever etched was of the old style. The reciprocating arm was worn and the machine head was damaged. The service technician noted that the device was several years old and had not been in previously for service. The assembly was done of the old process and the o-rings of the swivel and air connector were damaged and dry. Those points were the potential cause of the trouble with the device. Repair of the air dermatome has not yet been performed by medicrea. The reported event was non-verifiable since during the product review by medicrea it was not noted that the device was leaking air. However, it was noted that the motor was worn and corroded. The service technician also noted that the device was several years old and had not been in previously for service. The assembly was done of the old process and the o-rings of the swivel and air connector were damaged and dry. Those points were the potential cause of the trouble with the device. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was not noted that the device was leaking air. However, it was noted that the motor was worn and corroded. The service technician also noted that the device was several years old and had not been in previously for service. The assembly was done of the old process and the o-rings of the swivel and air connector were damaged and dry. Those points were the potential cause of the trouble with the device. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.